Event description:
Add'l info rec'd from MFR 05/12/04: no device was returned for evaluation. Biomed mgr completed the testing on the pump involved in this occurrence and the pump passed all of the tests performed. The functioning of the pump, including the occlusion pressure test the pump passed. Biomed stated these were all pass/fail tests and all were pass. The accuracy test was repeated x3, pump set in the continuous mode at 60ml/hr, for 10ml and each time the accuracy was right at 10ml. Biomed stated that no problem was found with the pump and they could not confirm a problem with accuracy. The pump will not be returned to the MFR in light of the test results.

Event description:
Tpn infusion ordered at 2230 ml/night - over past few weeks episodes of under infusion by about 6-7%. See previous medwatch. Finally 450cc (20%) under infusion and switched to different pump. Followed up for one week with new pump and problem didn't recur.